Event description:
It was reported that the pixel was being advanced over a guide wire and resistance was met before the device entered the patient. During an effort to retract the sds, the tip separated from the device and was left behind on the guide wire. The separated tip was easily identified and removed from the guide wire.